Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm. The balloon was simply removed from the patient's body and the procedure was completed with another of the same device. There was no patient injury reported.